Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned device, it was noted that the polytetrafluoroethylene coating was peeled/scrapped off along the length. The coating appeared to be scrapped off with the insertion tool distal end. During the functional test, the guidewire was advancing through a demo excelsior sl-10 microcatheter, there was a no friction felt during the advancement. The guidewire was attached to a torque device and one to one torque was checked, and was found to be smooth. The observed ptfe coating peeling is likely to be due to the insecurely tightened torque device. Per the device dfu: "securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.)." Because the torque device was not returned with the guidewire and the cause could not be definitively determined, a cause of undeterminable was assigned to the analyzed guidewire ptfe coating peeling.

Event description:
After analysis of the device, it was found that the guidewire ptfe coating was peeled. There were no reported clinical consequences to the patient.